Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they were hospitalized due to high blood glucose in past with blood glucose level was 30 mmol/l. Customer stated other blood glucose value was 28.6 mmol/l. Customer was using auto mode. Troubleshooting was performed. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The insulin pump will not be returned for analysis.